Event description:
Per the clinic, the patient experienced wound dehiscence and infection at the implant site, also extrusion of the implant. Subsequently, the patient was treated with multiple IV and oral antibiotics, however, the issue did not resolve. It was also reported that the patient was hospitalised for 2 days for administration of IV antibiotics. The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.